Manufacturer narrative:
As reported, the x-stream tubing set is being returned for evaluation, however at this time, has not been received. Additional information has been requested. Based on the information provided and not having the sample returned for evaluation, no conclusion can be made. If/when sample is returned and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during an unspecified procedure on (B)(6) 2020, the laparoscopic irrigation x-stream tubing set w/ nd smokevac trumpet valve was leaking from the pump connector when connected to a normal saline (ns) bag. There was no reported patient injury.